Event description:
Patient was hospitalized for 10 days due to an increase in seizure activity. It was reported that prior to the hospitalization, the patient's programmed parameters were set to very low settings. It was also reported that during the patient's hospital stay, the patient's device was programmed to off so that they could undergo an MRI. Reporter indicated that after the patient's device was programmed back to on, the patient experienced a shocking feeling from the device. The patient had reportedly been seizure-free for approximately one week at the time of the initial report with the device programmed to very low settings. Further follow-up with physician revealed that there are no longer any problems that the patient is experiencing. It was reported that the shocking feeling must have stopped because that patient would not have been discharged otherwise. Physician indicated that they did not see any problem with the patient or their device and that the patient's complaint was without substance. Physician indicated that the patient's device was disabled approximately 4 years ago (normal mode output current programmed to off) and that only device magnet output current remained active. The increase in seizures reportedly began last year at which time the normal mode output current was reactivated. Physician indicated that the patient complained about a shocking feeling at one point, but the tests were performed that showed that everything was fine and the patient has not complained since. Physician also indicated that the patient's original device had been replaced but did not indicate when.